Manufacturer narrative:
After further review of the complaint, it was determined this complaint was submitted in error. The customer was not using the insulin pump at the time of the hospitalization. The customer was disconnected from the insulin pump for more than 48 hours prior to hospitalization. The device did not contribute to a reportable serious injury.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2017 with blood glucose of 650 mg/dl. The customer experienced symptoms such as ketones. The customer was treated at the hospital. The customer stated that the pump alarmed no delivery. The customer reported the alarm to be resolved by complete set change. The insulin pump will not be returned for analysis.